Manufacturer narrative:
This report is submitted on september 12, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Reimplantation is planned but has not occurred as of the date of this report.